Event description:
The customer reported that approximately 1 ml of fluid was leaking under the lh500 instrument. The leak was not contained; however, there was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Onsite service was dispatched, but later cancelled by the customer. The customer was contacted and stated she was able to replace the tubing through valve pv49 that was split to resolve the leakage. The customer also stated the instrument was operational. (B)(4). The customer resolved the issue.